Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms, which were not reproduced during evaluation. A review of the event history log identified air in line alarm. The cause was determined to be the ultrasonic sensor being out of specification. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump air in line alarm was too sensitive and there were multiple air in line alarms found in the history log by the customer. There was no patient involvement. No additional information is available.